Manufacturer narrative:
This product is still in service and not available for return at this time.

Event description:
It was reported that this patient received an inappropriate shock during dialysis and the second inappropriate shock when they were at the emergency room. Imaging was performed which did not identify any anomalies. Data analysis indicated that there was a strong electromagnetic interference. Subsequently, the system was re-programmed to primary vector and kept in service.

Manufacturer narrative:
This product is still in service and not available for return at this time.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this patient received an inappropriate shock during dialysis and the second inappropriate shock when they were at the emergency room. Imaging was performed which did not identify any anomalies. Data analysis indicated that there was a strong electromagnetic interference. Subsequently, the system was re-programmed to primary vector and kept in service.